Event description:
During an endovenous procedure to treat reflux of the great saphenous vein (gsv), the fiber optic portion of the delivery system broke inside the patient. The entire fiber segment was removed surgically by the physician using several small incisions. The wound was successfully treated without further incidence.